Event description:
A dreamstation 2 auto CPAP device was returned to a manufacturer service center for evaluation with an allegation that the device is noisy. During the evaluation of the device, noise was confirmed. Additionally, the ui bazel has thermal damage. The device was scrapped during evaluation.